Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer blood glucose was 598 mg/dl. The customer stated that the they was using insulin pump system within 48 hours. The customer declined to troubleshoot for the high blood glucose incident. Customer was using the auto mode feature at the time of event. The pump will not be returned for analysis.